Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 115 mg/dl. No additional information was provided.